Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system had a damaged x-stage cover that was unable to reach the end of the x-axis. After replacing the cover the x-drive worked as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there were gantry movement issues in the x-direction. No patient present.

Manufacturer narrative:
Additional information: the navigation system was failing to reach the end of x-drive. The x-stage cover was bent and was blocking the gantry. If information is provided in the future, a supplemental report will be issued.